Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. Additional batch reported: batch: 4101326. Batch creation date: 2024-04-11. Batch expiration date: 2027-03-31.

Event description:
Material #: 381411. Batch #: 4101326, 3251079. It was reported by the customer that during IV insertion, my 24 gauge IV catheter split. Verbatim: rcc received a complaint via email. I received a complaint from nyu langone tisch on item 381411 lot # 4101326 and lot # 3251079. It is stated that ¿during IV insertion, my 24 gauge IV catheter split. This has happened on multiple occasions¿

Manufacturer narrative:
Investigation results: the complaint of a split in the catheter tubing was confirmed. One 24g insyte-n autoguard IV catheter was returned for investigation. The IV catheter was received separate from the needle. A hole was identified in the IV catheter. It appeared that a sharp instrument punctured the tubing. Reinserting the needle tip into the catheter can puncture the tubing. As it was reported that the damage occurred during use, the reported issue was likely associated with use. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. Manufacturing controls are in place to mitigate the occurrence of this type of failure. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.